Event description:
It was reported that a uteral stenting procedure was prolonged due to difficulties deploying the stent. During a bladder stenting procedure, the co sales rep reported that "the string that is to release the pigtail would not release so they had to manually push the stent with the sheath". The cath lab mgr reported that "this malfunction required extra manipulation by the physician and an add'l 30 mins to complete the procedure". There were no further pt complications.